Event description:
It was reported that the deep brain stimulation (dbs) patient experienced exacerbation of their parkinsons symptoms, discomfort, anxiety, had signs of depression and was admitted to the emergency room (ER). A computed tomography (CT) image taken revealed the right dbs lead had migrated from its original implant position causing the patients complications per the physicians assessment. It was noted the dbs therapy has not been turned and it is unknown if any medical treatment has been prescribed however he continues under the care of their physician. Additional information was received that the patient experienced mental pain and discomfort likely caused by the dbs lead migration and device not being turned. It was noted that the lead may have been pulled out of intended brain target during the tunneling during stage two of the dbs procedure per the physicians assessment. The patient underwent a procedure where the dbs lead was replaced with another of the same model and positioned in the intended brain target before completing the procedure. Physical analysis of the dbs lead was not performed as it was retained by the facility. The patient did well post-operatively.

Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs. Correction to the initial MDR in blocks b2, d4, f10, h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced exacerbation of their parkinsons symptoms, discomfort, anxiety, had signs of depression and was admitted to the emergency room (ER). A computed tomography (CT) image taken revealed the right dbs lead had migrated from its original implant position causing the patients complications per the physicians assessment. It was noted the dbs therapy has not been turned and it is unknown if any medical treatment has been prescribed however he continues under the care of their physician.